Event description:
It was reported that the user experienced severe hyperglycemia while using the ilet system, with a fingerstick blood glucose of 491 mg/dl and continued elevation despite more than 50 units of insulin delivery and later identified a bent cannula on an inset infusion set after performing a supply change. Customer support provided assistance which included technical support troubleshooting and user inspection of the infusion site and cannula. Investigation of this case revealed a bent cannula that likely impeded insulin delivery. Symptoms included headache which is consistent with hyperglycemia. Outcomes included user-initiated full supply change, consideration of temporary disconnection and transition to backup therapy, without medical intervention or hospitalization. It was concluded that hyperglycemia occurred secondary to inadequate insulin delivery due to a bent infusion set cannula, with resolution actions provided through education and supply replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.